Event description:
Patient had a spinal cord stimulator in place. It stopped working in 2001. Typically, the advanced neuromodulation system equipment breaks down or malfunctions secondary to a lead francture or corrosion which is impossible to diagnose or correct unless a surgery is performed. In this typical case, routine x-ray, examination of the transmitter revealed no specific problem. The patient had to undergo a surgical procedure on their spine to remove a defective electrode and entire system and reimplant a new spinal cord stimulator.